Event description:
Dr. (B)(6), implant surgeon of the hosp, reported to our sales rep (B)(4), that a pt had to undergo a revision surgery because of despite of the screw from the tulip a few days after implantation. More info to follow.

Manufacturer narrative:
It was confirmed that the tulip head separated from the screw body. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.